Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that the clip opened from 20 degrees to 25 degrees while establishing final arm angle (efaa). The clip did not continue to open post deployment and the procedure was complete with an mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Upon review of the case information, there is no indication of a lot-specific product issue. Based on the available information the cause for the reported unintended movement (clip opening while establishing final arm angle) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a